Event description:
Customer noticed patients were running very low for ise's during one morning. The patients had sodium results of 100 mmol per l or less. Twelve patients were involved in this issue. She said no erroneous results were reported out, and they are holding the samples until the issue is resolved. All samples are serum. When the samples were repeated, they resulted as "normal" (customer's normal range is 135-145 mmol per l). Customer said the original low sodium results were accompanied by a flag, but she does not remember what the flag was. The field service representative determined a faulty waste valve was the cause and he replaced the valve. To verify analyzer operation, the field service representative ran system diagnostics successfully. He also ran calibrations and qc and instrument is performing to specifications.